Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a slit between the slide clamp and the space pump segment was observed. As per the complaint description, the slit seems to be creating some bubbles within the line. No photos with air in the line were received. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item. Based on the investigation, the reported defect of air in line could not be observed. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "line severed in pump after infusing correctly for over 2hrs. Kcl leaking in pump and pushing air towards patient without triggering air in line alarm." No injury reported.